Event description:
It was reported that the procedure was to treat a lesion in the femoral artery with high tortuosity that was initially occluded and there was placement of multiple overlapping stents. The 5.0x40 mm absolute pro self expanding stent system (sess) was attempted to be placed through a previously implanted stent but it could not cross. Additionally, the sess was not attempted to be deployed as the stent was noted to be flat. There was difficulty removing the sess due to the anatomy and many unspecified manipulations were performed to remove the sess. A second 5.0x40 mm absolute pro sess was placed parallel and not in continuity, this in combination with removal of the first stent led to thrombosis of the superficial femoral artery. No treatment was reported. The second absolute pro sess was implanted and this completed the procedure. There was a delay in the procedure; however, there was no harm to the patient. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional absolute pro device referenced is being filed under a separate medwatch report number.

Event description:
N/a.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The reported material deformation was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the torturous anatomy and the previously implanted stent resulting in the reported failure to advance. Resistance with the anatomy resulted in the reported difficult to remove. The reported material deformation/flat stent was not confirmed. The noted kink on the sheath likely occurred due to handling or during packing for return analysis. The reported patient effect of thrombosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as an adverse event that may be associated with the use of a stent in peripheral arteries and/or biliary tree. The reported difficulties possibly contributed to the reported patient effect; however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.